Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported this device will intermittently shut off. No patient incident reported, and will engage in monitoring. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the power button had intermittent functionality due to a mechanical failure on the keypad. The keypad was replaced and the power button issue was resolved. No product performance issue was identified related to the reported issue of intermittent shut down. Based on the investigation, the customer complaint could not be confirmed.